Event description:
It was reported that a large volume infusor was involved in a no flow incident. The reporter stated that flow was visually confirmed during forced priming, after the device was filled with an unspecified drug. But after connecting the device to the patient, the device did not flow. The reporter stated that they did not know how much drug infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 6, 2014 to march 7, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified, and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.